Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for this damages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, observed the following: a cut on the probe's pink rubber, missing ke45 the adhesive on forceps cover, and peeling of the objective lens glue. There was no patient involvement.